Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2021-18550. It was reported the patient's leads were fractured. As a result, the patient's leads was explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Event date is estimated.